Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Type 2 endoleak. Conclusions: type 2 endoleak.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 14 months ago. Aneurysm and vessel morphology from the time of implant were not reported. Currently the vessels were reported as mildly tortuous and mildly calcified. There was disease progression and dilatation of the aortic neck. The stent graft remains at the level of the renal arteries. The decision was made to bring the patient for treatment at a later date and in the meantime the patient was being monitored. The patient returned approximately one month ago and was treated with a 28 mm aneurx aortic cuff; however, the endoleak persisted. The physician commented that the endoleak was not a type I endoleak but a type ii endoleak. No additional clinical sequelae were reported and the patient is fine.